Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was difficult to use and had to push really hard to give injection. The following information was provided by the initial reporter: having to push really hard when taking injection.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was difficult to use and had to push really hard to give injection. The following information was provided by the initial reporter: having to push really hard when taking injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 12-sep-2022. Investigation summary: customer returned (12) open 32gx4mm bd pen needles from lot# 1285774. The customer reported that the needles are dull, and there¿s bruising left behind from pushing hard during injection. The samples were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1 hook/good 0.0092 good sample 2 hook/good 0.0092 good sample 3 good/good 0.0092 good sample 4 hook/good 0.0092 good sample 5 good/good 0.0092 good sample 6 good/good 0.0092 good sample 7 good/good 0.0092 good sample 8 hook/good 0.0092 good sample 9 good/good 0.0092 good sample 10 good/good 0.0092 good sample 11 good/good 0.0092 good sample 12 hook/good 0.0092 good sample 13 hook/good 0.0094 good sample 14 good/good 0.0092 good 6 out of the 14 returned samples featured a hooked cannula point; all other observations fell within specification. Hooked patient end (pe) cannula points could cause discomfort during injection. No evidence of manufacturing defect was observed on the samples. Since all 14 pen needles were returned after use, the probable cause of the hooked pe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (pe cannula hooked) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause for this issue is user related. The pe cannula points were angled slightly to one side as a result of improper handling of the pen needles. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
H.6. Investigation summary: a complaint lot history check was performed on lot # 1285774 for difficult/unable to operate. This is the 1st. Related complaint for difficult/unable to operate on lot # 1285774. No samples (including photos) were returned. Therefore, the complaint could not be confirmed and the root cause could not be determined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to replicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles was difficult to use and had to push really hard to give injection. The following information was provided by the initial reporter: having to push really hard when taking injection.